Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of break in aseptic technique and bacterial peritonitis in a patient, coincident with dianeal pd4 ultrabag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, a break in aseptic technique occurred. On (B)(6) 2011, the patient experienced peritonitis, manifested by cloudy peritoneal effluent. The cause of the peritonitis was the break in aseptic technique. On the same date, the patient was hospitalized and began remedial treatment with vancomycin (ip, dose and frequency not reported).on (B)(6) 2011, dianeal therapy was discontinued. On the same date, the catheter was removed and the patient began hemodialysis therapy. On an unknown date in 2011, the patient was discharged from the hospital and the remedial treatment with vancomycin was switched to bactrim (oral, dose and frequency not reported). On an unknown date, the remedial treatment was discontinued and the peritonitis resolved. The patient was retrained in aseptic technique; therefore, the outcome for the break in aseptic technique was considered resolved. Concomitant medication was not reported. The nurse stated that the peritonitis was not related to the dianeal solution. A causality assessment was not provided for the break in aseptic technique.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd880757, gd879908, and gd878223 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was confirmed. The cause of the peritonitis is use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.